Event description:
Orig. Surg. In 2005. Allegedly, surgeon has complained because, he had to revise the pt and is worried that the allomatrix lead to the site being contaminated and therefore, resulted in sepsis.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Trends will be evaluated. Add'l info has been requested. This report will be amended when the investagation is complete. This event occurred in south africa. This is the same event as 1043534-2006-00083.